Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was taking place when the issue occurred was cancelled and rescheduled for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) connected with the customer who confirmed that that the l2 power switch had tripped and, after the system had been reset, the suspension monitor was normal but there was no power to the control module and no signal to the review monitor. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed that the l2 had tripped, and the data monitor, interventional workstation (iw) pc, and nc power supply had no power. Troubleshooting found that the iw pc had short circuited. The fse replaced the iw pc power adapter and the f14 10a fuse. After these parts were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.